Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a history anomaly and rf pic failed self-test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the glucose was not communicated with the pump. The customer sated that he is manually entering his glucose meter. The customer stated that he received about 50 rf pic failed self-test alarms from the pump. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to clear the alarm using the escape and act buttons. The customer was advised to perform the rewind process again. The customer stated that they received the a64 alarm while delivering insulin. The customer will be sent a replacement pump.